Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted no abnormalities. Functionally the loading unit was loaded with a representative cartridge and was applied to test media. All staples were placed, and test media was cleanly transected. The handle correctly displayed that the loading unit fire count. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was unable to fire. The loading unit kept reading zone 4, even on the back table. When the surgeon clamped on tissue, the device read zone 4 and did not fire. They switched to another loading unit and worked fine. No patient injury noted.